Event description:
It was reported to philips that the device has an error message of maintenance required. There was no reported patient or user involvement and no adverse patient/user impact as a result of the alleged malfunction.